Event description:
Three weeks after bunionectomy procedure; pt experienced pain; redness; inflammation; and edema around "mp" joint. Exploratory surgery found head of first metatarsal displayed necrosis of bone. The absorbable pin remains in the pt.